Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency department (ed) on (B)(6) 2022 and was not feeling well. After 1 minute and 20 seconds attached to the white cable of the power module, low flows and pump off alarms were heard and seen. The patient did not feel well during the low flow events. Twelve seconds later, while still attached to the power module, the pump reset itself and the physician switched the patient to battery support. The patient was admitted to the hospital. It was determined that the heartmate touch had been used on another patient who had expired. The pump was stopped manually through the heartmate touch screen, but the red line was not completely filled when the controller was disconnected. The heartmate touch was then connected to this patient, who then experienced a pump stop, due to the incorrect manual pump stop of the patient who passed away.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low flow and pump off alarms after connecting to the power module was confirmed. The submitted log file contained approximately 14 days of data (06nov2022 ¿ 20nov2022 per the timestamp). The log file captured the white controller power cable being connected to the power module at 20:21:09 on 19nov2022. At 20:22:28 on 19nov2022, a pump off alarm activated due to an intentional pump stop command being received. The pump speed was captured at 0 rpm at 20:22:30. The intentional pump stop command was then cleared at 20:22:40 due to the silence alarm button being pressed; the pump speed then ramped up and was captured above the low speed limit at 20:22:42. The pump maintained a speed above the low speed limit for the remainder of the log file, and no other speed drops below the low speed limit were observed in the log file. It was noted that heartmate touch was in use during the event. Additional information provided stated that in the last use of this heartmate touch (serial number: (B)(6) prior to this event, the pump was manually stopped using the ¿stop pump¿ button on heartmate touch app; however, the controller was disconnected before the red progress bar had completely filled. Disconnecting the controller from the power module before the progress bar completely fills after sending the stop pump command would result in a pump stop the next time a running pump is connected to the heartmate touch app. It was reported that the pump that was manually stopped in the last use of the heartmate touch had serial number (B)(6), and the event occurred on 16nov2022. The submitted framework file confirmed that the controller associated with (B)(6) was the last controller connected to this heartmate touch, and it was connected on 16nov2022. The manual pump stop on 16nov2022 was reported to be associated with routine discontinuation of support after the patient expired due to a non-device related cause. The reported event was determined to be due to the last controller that was connected to the heartmate touch being disconnected from the power module before the progress bar had completely filled after a stop pump command was sent, resulting in the stop pump command being sent to the controller associated with this event when the controller was connected. A corrective and preventative action (CAPA) has been initiated to address this issue. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) was shipped to the customer on 04aug2021. Heartmate 3 patient handbook (rev. G), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. A), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the pump off, low flow hazard, power cable disconnect, no external power, and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 IFU (rev. A) chapter 4 ¿heartmate touch communication system¿ explains the operation of the heartmate touch system. Instructions for using the stop pump feature are provided under ¿clinical view¿. The user is instructed to tap stop pump. A stop pump confirmation message then appears. The user is instructed to tap stop pump to confirm. A progress bar then appears and pump will stop within a few seconds. The IFU then states that after the pump stop completes, start pump appears and the pump may be restarted. Additionally, the IFU states that after the pump has stopped, the stop pump panel will close and the clinical view will be displayed. The stop pump feature is changed to start pump. It is also noted that if the backup battery is installed in the controller, pressing the system controller alarm silence button will restart the pump. Heartmate 3 patient handbook (rev. G) section 6 "caring for the equipment" and heartmate 3 IFU (rev. A) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. G) section 10 and heartmate 3 IFU (rev. A) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. G) and heartmate 3 IFU (rev. A) under section 3 ¿powering the system¿ explains the various ways to power the heartmate iii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook (rev. G) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.